Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing confirmed the rate sense (rs) conductor coil is fractured approximately 225mm (proximal end) from the terminal pin. The insulation proximal of the fracture location has two indents circumferencing the lead, most likely from suture tie down, 196-202mm from the terminal pin. It appears the suture sleeve was located approximately 192-212mm from the terminal pin. There is an abrasion at 212mm form the terminal pin due to the distal end of the suture sleeve rubbing on the insulation. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented to the emergency room (ER) with a rate of 30 ppm. While in the hospital, noise was observed on the right ventricular (rv) channel which was oversensed resulting in an 8.5 second pause in pacing and asystole for this patient. The patient was seizing in her bed during the asystole. Additionally, there was no capture at 2.4v, however, impedance and threshold measurements were within normal limits. The rv sensitivity was increased and a temporary pacemaker was utilized to provide pacing therapy. It was also noted that the left ventricular (lv) lead had been programmed off due to a suspected issue. A revision procedure was performed and the device, rv lead and lv lead were removed from service. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when evaluation of the lead is completed.

Event description:
--